Event description:
It was later reported that no further low flow alarms occured after second stent implantation.

Manufacturer narrative:
Section b5: additional information. Manufacturer investigation conclusion: evaluation of the submitted images and videos confirmed a twist in the outflow graft, however, a specific cause for the twist could not be conclusively determined through this evaluation. Although the report of low flow alarms could not be confirmed as no log files were provided, the outflow graft twist could have contributed to the reported issue. The patient reported frequent low flow events on (B)(6) 2019. The patient was admitted back to the hospital and after investigation (echo, CT, angiography), they confirmed a twist located at the outflow graft. A stent graft was implanted and resulted in immediate improvement of lvad function. On (B)(6) 2019, the low flow alarms reoccurred. A second stent graft was implanted on (B)(6) 2019. It was reported that the patient¿s condition was stable with normal lvad function. It was noted that in case of continued low flow, an operation revision would be considered. The patient was kept in the hospital for monitoring and was planned to be discharged in a week. The account communicated on (B)(6) 2019 stating that the patient was doing okay after the stent graft¿s implantation. There were no more low flow alarms. The patient has been on additional extended monitoring. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) without further reported issues. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This IFU also warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. In addition, this document outlines all pump parameters and provides information regarding the assessment of pump flow. Both the IFU and patient handbook outlines all system controller alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced low flow alarms and was admitted to the hospital. An echo, computed tomography (CT), and angiography were performed and confirmed a twist located at the outflow graft. The account implanted a stent graft which immediately improved lvad function. Further low flow alarms were noted and the account implanted a second stent graft. The lvad function returned to normal and the patient was reported as stable. The account stated that if further low flow alarms continued, a revision operation would be considered. The patient is currently at the hospital for monitoring. No further information was provided.